Manufacturer narrative:
The philips field service engineer (fse) evaluated the system and confirmed that the couch (patient support) would not move up or down vertically. The fse checked the vertical ball screw and determined it was broken. The fse replaced the vertical ball screw assembly and the vertical motor drive/brake of the couch (patient support) and then tested all couch motion and returned the system to the customer for clinical use. Note: this investigation is still in process therefore, we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).

Manufacturer narrative:
The customer, jesus hospital maintenance, alleged that the table of their brilliance ict system fell abruptly while lowering the table following a completed procedure. The system was in clinical use during the event. A philips field service engineer (fse) went onsite to evaluate the reported issue and confirmed the patient was not injured, and no medical intervention was necessary. A review of the log files determined uncommanded table motion had occurred at the time of the issue. A visual inspection was performed by the fse and confirmed there were no damaged external table components. During the evaluation, the fse found that raising the table vertically using motorized controls was not possible. The fse determined after additional testing that the vertical motor inverter and vertical brake had failed which caused the table to descend to its lowest point. The ball screw and ball screw coupling were checked and were not damaged. The fse replaced the vertical motor drive/motor and inverter, and the system was returned to use in good working order. Philips engineering team reviewed the event details and the parts provided by the fse and determined that the vertical motor brake holds the load/patient in its vertical position while vertical motion stops. When a brake failure occurs, the weight of the table¿s upper frame and that of the patient would cause the ball screw and motor to rotate reversely. The unintended reverse motor rotation may cause the inverter to fail. In this event, a failure of the vertical brake caused brake sticking/adhesion, which means the brake didn¿t function properly to provide enough holdup torque. Hence, causing the couch to descend with a maximum velocity of 90mm/s. Possible causes of vertical motor brake failure include inadequate brake maintenance, incorrect use of the brake, or insufficient control signals of the motor brake. Vertical brake replacement and conducting planned maintenance following the instructions for use will resolve the issue. Additionally, the philips CT system is intended to be used and operated only in accordance with the safety procedures and operating instructions given in the instructions for use (IFU) for the purpose for which it was designed. Operators of the philips system must have received adequate training on its safe and effective use before attempting to operate the equipment described in the IFU. The philips systems should not be used if any of the following conditions exist or are thought to exist. ¿ the image performance quality assurance checks listed in the technical reference guide, have not been satisfactorily completed. ¿ the preventative maintenance program is not up-to-date. ¿ if any part of the equipment or system is known (or suspected to be) operating improperly. ¿ during all movements of the gantry and the patient table (automatic and manual), keep the patient under continuous observation. ¿ make sure that the patient is strapped securely to avoid dangling of the hands. Ensure that the patient is placed securely on the patient table and is not in danger of falling. In conclusion, a vertical motor brake failure was the root cause of the event. A review of the risk management file indicates the problem reported by the customer is of low potential severity, which would not reasonably cause or contribute to death or serious injury if the problem were to reoccur. Therefore, based on the investigation¿s conclusion, this issue has been determined not to be a reportable event. These codes were updated based on the investigation outcome: evaluation results code component code. Conclusion code.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The issue reported was during vertical (down) motion of the couch, it suddenly moved down to its lower limit with a patient on the table. There was no report of patient impact or harm as a result. We are considering this event reportable out of abundance of caution. Philips has started an investigation of this complaint.